Event description:
Related manufacturer reference number: 2017865-2023-04868. During a clinic follow-up, episodes of noise resulting in oversensing were observed. It is unknown if this was due to the device or the right ventricular (rv) lead. Furthermore, episodes of automatic mode switch were observed on the device. Provocative testing was performed, but the noise was unable to be reproduced. Technical support was contacted and the device was reprogrammed. The patient was stable and will continue to be monitored.